Event description:
Report was received with contradictory information from different sources. Inamed is reporting this event in good faith, however a supplemental report may be needed if additional information is received. The pt was admitted to the hospital 12 days after implantation due to abdominal pain and was diagnosed with septic shock the next day. Respiratory problems associated with septic shock were reported. The device was washed out. "Quadriparesis" was reported approximately 2 weeks after explantation. Inamed believes this may be more accurately described as quadriparesis. A report from another source refers to quadriplegia. Inamed will use patient code for quadriplegia, although clarification of this specific event has not been confirmed.